Event description:
A cypher stent had been expanded in a pt's artery. In trying to take the balloon down, after deployment, the balloon would not deflate. Had to over-expand the balloon to rupture it to get it out. (Pt had left heart cath).